Event description:
A female patient with vre and other comorbidities that are unknown (prolonged critical illness) underwent jejunal feeding with the tiger tube. The tube was inserted on (B)(6) 2012. The patient started to bleed on (B)(6) 2012. An esophagogastroduodenoscopy (ogd) was done and showed small ulcerations, uniform in appearance, distance-mimicking the flaps from the tiger tube. The patient received blood transfusions and pantoloc and is still recovering from the upper gi bleed. There have been no further bleeding, but the patient was rescoped on (B)(6) 2012 and the ulcers were still present. The tiger tube was removed and showed small blood clots on the flaps.

Manufacturer narrative:
Lot - unknown as not provided by reporter. Expiration- unknown as lot is unknown. (B)(4). Complaint product was returned in an opened and used condition. A visual examination of the returned device did show small blood clots on the tiger 2 flaps, however all flaps were open and appeared to be intact. Final inspection for nasal jejunal feeding tube confirms correct quantity of flaps, correct length and placement of flaps, width of flap and opening of flap, and that flaps do not cut into the inside diameter of catheter, as well as the catheter is clean and surface is not damaged." The device is sent with instructions for use (IFU) which states under precautions: "do not insert the torque cable into a tiger 2 self-advancing nasal jejunal feeding tube that is already in situ. Doing so may cause damage to internal tissues/structures." It also lists a couple potential adverse events to be "bleeding" and "bowel erosion and/or intestinal perforation." Under instructions for use step 1 / step 2: "upon removal of the device from the package, visually inspect with particular attention to kinks, bends or breaks. If an abnormality is detected that would prohibit proper working condition, do not use." Apply lubricant to distal tip." The review of the returned product were inconclusive on how the device may have contributed to the failure mode. Per conclusion of the risk analysis no further mitigating action is necessary at this time. We have notified the appropriate internal personnel and will continue to monitor for similar complaints.